Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the chemotherapy was y-sited in as designed with the tubing attached to the patient and a bag of saline. The patient called the nurse when it was noticed that there was a slow leak where the texium is bonded to the tubing. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leak where the texium is bonded to the tubing was not confirmed. Visual inspection, functional and pressure testing did not reveal any evidence of damage or anomalies on the set or components. The set functioned without fault. The root cause was not identified.